Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that when placing a power glide 10cm 20g catheter, noted that only 5.75cm of catheter came out after failed insertion. 4.25cm likely remained in lua brachial vein. Notified the doctor who contacted vascular and admitted the patient to surgery. No other information was provided.